Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, drug overflow from the exit site of the vad, resulting in distal oedema of the limb without functional consequences. Longitudinal catheter fissure at 9cm. No other information was provided.